Event description:
Patient was revised to address knee pain. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported event based on the provided information. The initial reporting stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.